Manufacturer narrative:
UDI: (B)(4). The complaint states the surgeon have noticed ceramic particles on the 1 year post op xrays of a patient that has a ceramic on ceramic bearing implanted. The loose particles in a hip joint can mean a couple of things like breakage of implants. The patient will have soft tissue damage and further bone destruction if not revised. Update rec'd 14 march 2016 - the patient's medical records were received. Medical records indicate while putting on socks the patient felt a catching, grinding type of pain in their hip. On examination the patient was walking well, had full range of movement, and no crepitus or grinding could be heard. X-rays done showed a number of small ceramic fragments. It was believed they could have possibly come off the edge of the ceramic liner. The patient was not experiencing any pain. The revision surgery has not been scheduled as the patient is asymptomatic. At this time the patient's head and liner are being reported. No medical records, products, or x-rays were received with regard to this complaint. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Addendum added 06-may-2016. Conclusion and justification status: following investigation by bioengineering, notification was received that: ¿no patient x-rays or 3rd party technical report was received for review. From the information reviewed, it was unlikely that a manufacturing defect was present. The complainant did not report a device defect. No corrective action is required. Products were not returned for review, so additional information (e.g. X-rays) or explanted products are required to comment on implant breakage and ceramic particles suspected by surgeon.¿ the complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be made available, then the complaint shall be reviewed and further investigation completed as required. With regard to the surgeons question regarding payment for revision surgery, this issue will be addressed by the depuy legal team. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The surgeon have noticed ceramic particles on the 1 year post op xrays of a patient that has a ceramic on ceramic bearing implanted. The loose particles in a hip joint can mean a couple of things like breakage of implants. The patient will have sof tissue damage and further bone destruction if not revised update on 08 feb - the patient has not yet been revised ((B)(6)). Update rec'd 14 march 2016 - the patient's medical records were received. Medical records indicate while putting on socks the patient felt a catching, grinding type of pain in their hip. On examination the patient was walking well, had full range of movement, and no crepitus or grinding could be heard. X-rays done showed a number of small ceramic fragments. It was believed they could have possibly come off the edge of the ceramic liner. The patient was not experiencing any pain. The revision surgery has not been scheduled as the patient is asymptomatic. At this time the patient's head and liner are being reported. The complaint was updated on: 04/08/2016.

Manufacturer narrative:
(B)(4). Investigation summary: conclusion and justification status: the complaint states the surgeon have noticed ceramic particles on the 1 year post op xrays of a patient that has a ceramic on ceramic bearing implanted. The loose particles in a hip joint can mean a couple of things like breakage of implants. The patient will have soft tissue damage and further bone destruction if not revised a review of complaint databases did not identify any anomalies. A review of manufacturing records did not identify any anomalies. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. Post market surveillance is per sep 419. Device history lot: 8000649. Device history review: product code 136536320, work order (B)(4) was manufactured on 03 oct 2014, 20 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.